Event description:
After the completion of an endoscopic retrograde cholangiopancreatography, it was noted that the olympus distal cover was not on the scope. Staff alerted post anesthesia care unit staff and searched for the cover. Immediately after, it was reported that the patient spit up the cover while in post anesthesia care unit. The patient stated it was in the left side of her jaw.